Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing dizziness, falls, shortness of breath, congestion, heavy chest pressure and nasal irritation. There was no report of serious patient harm or injury. The patient has sought medical intervention and no conclusive diagnosis was found. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.